Event description:
During verification testing at the service center, it was noted that there was a cut in the ac power cord, exposing the internal bare wires.

Manufacturer narrative:
During testing, it was noted that there was a cut in the ac power cord, exposing the internal bare wires. The device has been identified as part of the product recall. This report represents all the information known by the reporter upon query by hospira personnel.